Event description:
It was reported that prior to starting a da vinci surgical procedure, a frayed cable was identified on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed the electrical continuity test. Failure analysis investigation also found the following damages: the instrument's grip was bent. One grip was bent which caused side to side misalignment of the grips. There was a 0.071 offset at the tips. The grip tips do not meet together when fully closed. Failure analysis concluded that the bent damage may be due to mishandling/misuse. There was also insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed/broken cable and insulation damage on the main tube with material missing found during failure analysis if to recur could cause or contribute to an adverse event.